Manufacturer narrative:
This report is submitted on october 11, 2022.

Event description:
Per the clinic, the patient experienced an infection, skin breakdown, necrosis, and an extrusion of receiver/stimulator through the skin at the coil site (specific date not reported). The patient was treated with topical medication (specific date and duration not reported) however, the symptoms did not resolve. Subsequently, the device was explanted on (B)(6), 2022. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on november 14, 2022.